Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db220330c0, model: db-2203-30c, serial: (B)(4), batch: 5000587.

Event description:
It was reported that the patient was hospitalized due to a right basal ganglia hematoma following a fall four days post-implant of deep brain stimulator leads. The patient was administered medication and was admitted to the hospital. The patients status is unknown as the issue is ongoing.

Event description:
It was reported that the patient was hospitalized due to a right basal ganglia hematoma following a fall four days post-implant of deep brain stimulator leads. The patient was administered medication and was admitted to the hospital. The patients status is unknown as the issue is ongoing. Additional information was received that the surgeon cut the extensions flush to the scalp to avoid further surgery. The second stage of the implant was postponed due to the event.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db321655c0. Model: db-3216-55c. Serial: (B)(6). Batch: 5000341. Product family: dbs-extension. Upn: m365db321655c0. Model: db-3216-55c. Serial: (B)(6). Batch: 5000307.

Event description:
It was reported that the patient was hospitalized due to a right basal ganglia hematoma following a fall four days post-implant of deep brain stimulator leads. The patient was administered medication and was admitted to the hospital. The patients status is unknown as the issue is ongoing. Additional information was received that the surgeon cut the extensions flush to the scalp to avoid further surgery. The second stage of the implant was postponed due to the event. Additional information was received that the reported event has resolved with residual effect.